Manufacturer narrative:
The device was evaluated and repaired by a third party service center. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.the device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.